Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day after the implant of a new device, high out of range shock impedances on the right ventricular (rv) lead were observed. They found that there was a connection issue with the rv lead and new cardiac resynchronization therapy defibrillator (crt-d). A revision procedure was performed and the rv lead was advanced further into the header of the device. At this time, the system remains in service and no further issues have been reported. No additional adverse patient effects were reported.